Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs--linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7099451.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming due to lead migration. The patient underwent a spinal cord stimulator (scs) system replacement procedure wherein a paddle lead was implanted. The patient was doing well postoperatively, and all explanted devices were discarded by the medical facility.